Manufacturer narrative:
Due to the serial number not provided by customer the device manufacture date can not be determined.

Event description:
Customer claims that the sonicare toothbrush chipped her front tooth.